Event description:
This report is for an approximator fc sleeve.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number 1009nt was released in two batches. Batch1: released on november 05, 2011 with no discrepancies. Batch2: released on january 12, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual analysis of the returned approximator fc sleeve revealed that the reduction tip component was received disassembled from the device due to broken weld and the device was missing thrust bearing component. It should be noted that as part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed for the approximator fc sleeve. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium 5.5 flexible clip-on reduction device, reduction sleeve assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Event date is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown procedure to treating scoliosis. After the inserter was being cleansed post-operatively, the tip came off the main unit. The procedure was completed successfully, and the patient condition was stable. This complaint involves one (1) device. This report is for (1) unk - plates this report is 1 of 1 (B)(4).